Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), explanted: (B)(6) 2013. Product type: lead: product ID 3778-45, serial# (B)(4), explanted: (B)(6) 2013. Product type: lead. Analysis of the neurostimulator model 37714, serial # (B)(4) showed no significant anomalies. Analysis of leads model 3778-45, serial #s (B)(4) showed no significant anomalies.

Event description:
It was reported that the patient stated she never received therapeutic effect. It was stated that the patient didn't "like it and didn't think it was doing it's job." It was noted that the patient stated that the "amplitude would just shut off totally for several days and then come back on." It was stated that the patient's implantable neurostimulator (ins) was explanted. It was noted that the patient recovered without sequelae. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 355531, lot# n335039, implanted: (B)(6) 2012. Product type: screening device: product ID 3550-39, lot# n293819, implanted: (B)(6) 2012. Product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.